Event description:
Two 1ml vanishpoint tuberculin syringes that eject the medication after pulling the medication out of the vial. When the needle is removed from the vial with medication (heparin) in the syringe, the medication is immediately being forced back out of the syringe.